Event description:
Patient reported obtaining a blood glucose result of >370mg/dl (exact value not provided) while using the suspect device. Patient indicated that, based on this value, she delivered 10 additional units of insulin, had a "sensible" breakfast, and went to physicial therapy. Patient reported that she "blacked out" during physical therapy (time between insulin dosage and hypoglycemic event was not provided). Emergency medical services were subsequently contacted on her behalf. Upon their arrival, patient's blood glucose reportedly measured 18mg/dl, on paramedics blood glucose monitor. Patient stated that she was treated, by paramedics, with intravenous fluids (contents not provided) and a glucose injection, after which her blood glucose reportedlymeasured 140mg/dl. Patient stated that she was transported to the hospital, where she remained for 7 hours. Patient did not provide any details of additional treatment received. At the time of the report, patient no longer had the test strips in use at the time of the event.